Event description:
Event [preferred term] false negative [false negative investigation result]. Narrative: this is a spontaneous report received from a consumer or other non-hcp, program ID: (B)(4), and from product quality group, a patient (age and gender not provided) received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false negative investigation result (non-serious), outcome "unknown", described as "false negative". Relevant laboratory tests and procedures are available in the appropriate section. The reporter considered "false negative" associated to covid-19 and influenza ivd device. Causality for "false negative" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on (B)(6) 2025 for covid-19 and influenza ivd device: manufacturing investigation: the complaint for false negative result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description. The complaint issue of "false negative" was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis. All complaint investigations are trended. There is no current trend alert documented. Additional information: a customer reached out via amazon to report 1 false negative. The customer initially tested negative for the flu, so patient didn't administer any antiviral treatment, even though the patient was quite ill (very sick). However, two days later, a more sensitive lab test came back positive. No follow-up attempts are possible.